Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a scratched lcd lens. The customer stated problem was confirmed. The device did not read both when attached cassette with key locking during testing. It determined that the latch lock flex sensor was inoperable and the root cause of the issue. The latch lock flex sensor was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device does not alarm if cassette is open or closed. No patient injury was reported.

Event description:
It was reported the device does not alarm if cassette is open or closed. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a scratched lcd lens. The customer stated problem was confirmed. The device did not read both when attached cassette with key locking during testing. It determined that the latch lock flex sensor was inoperable and the root cause of the issue. The latch lock flex sensor was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.